Manufacturer narrative:
On 3/11/2019, additional information about the event was received clarifying that the patient did not require in-patient hospitalization but did require prolonged existing hospitalization as a result of the adverse event. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
Additional information received on 1/30/2018 indicates the patient underwent an paroxysmal atrial fibrillation procedure wherein the patient suffered an arteriovenous fistula and not a vascular pseudoaneurysm as originally reported. The issue has been resolved without sequelae. The patient was reported to be a (B)(6) year old female. Describe event or problem updated for the following statement, patient suffered a vascular pseudoaneurysm and changed to patient suffered arteriovenous fistula. (B)(4). Manufacturer's ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered a vascular pseudoaneurysm requiring surgical intervention. On post-procedure day 0, the patient developed a pseudoaneurysm. Interventions included right femoral artery stenting. Patient required in-patient hospitalization as a result of the adverse event. Issue is ongoing and improved. Principal investigator assessed this event as serious, severe, not investigational device-related, and probably index procedure-related.